Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011 including two percutaneous leads (from the same lot). The pt met with an sjm representative because she could not turn on her stimulation. Diagnostic testing on the leads showed 4 invalid contacts. The sjm representative was able to program around the invalid contacts. As a result, the pt was able to get adequate stimulation in both legs, feet, and low back. The sjm representative made the pt's physician aware of the invalid contacts. No further action is required at this time.